Event description:
The ventilator apparently stopped cycling while on a patient. The patient was found breathing with labor, the unit was cycling with no pressure on the manometer. No patient compromise noted by hospital.